Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported via an ae form for the (B)(6) study that an intraoperative proximal femur crack occurred at the calcar when using the broaches, and a dall-miles cable was used.

Manufacturer narrative:
An event regarding an alleged intraoperative fracture involving an unknown broach was reported. The event was not confirmed. The provided medical records and x-rays were reviewed by a clinical consultant who noted there was no evidence this common intraoperative event [fracture] was related to factors of faulty component or instrument design, manufacturing or materials. The clinical consultant noted that the fracture, while not described in the patient operative report, was approximately managed with the dall-miles cable. A clinical opinion dated (B)(6) 2016 indicated that while a fracture did occur, the broach did not cause the fracture. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported via an ae form for the (B)(6) study that an intraoperative proximal femur crack occurred at the calcar when using the broaches, and a dall-miles cable was used.